Event description:
While setting up the model 3100a for a pt, the operator stated the mean airway and delta-p measure would fluctuate badly and cause the 3100a to stop oscillating if the electronics enclosure was moved or bumped. The intended pt was not compromised and was placed on another 3100a.